Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the vns patient underwent a full revision surgery on (B)(6) 2012. The generator was replaced for prophylactic reasons and the leads were replaced due to high impedance. The patient had been disabled prior to surgery due to the high impedance. It was also reported on (B)(6) 2012, that the vns patient experienced muscle spasms that required treatment with diazepam and midazolam. Treatment was necessary to protect the patient from serious spasms. The spasms were reported to not be occurring with stimulation and were with the whole body; generalized spasms. It was also stated that the patient had muscle spasms prior to vns but they came back with the high impedance event and needed to be treated. However, there were not more spasms than prior to vns.

Event description:
Reporter indicated that the patient had "absence seizures up to non-convulsive seizures". Before being implanted with the vns, the patient had additional generalized tonic seizures, and the "seriousness of the seizures was similar".

Event description:
Reporter indicated the explanted vns lead was discarded after the surgery and the explanted generator was given to the patient.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation. Device manufacture date, corrected data: the incomplete device manufacture date was reported on the initial MDR report. The complete manufacture date is provided.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a physician that high lead impedance was received at a follow-up appointment. The physician also reported the patient experienced an increase in seizures which were above pre-vns baseline. Additional information was received from the area representative indicating interventions were planned but at another hospital. No x-rays were taken of the patient. No manipulation was suspected to have had contributed to the reported high impedance. At the moment, good faith attempts to obtain further information have been unsuccessful to date.